Event description:
As reported: "gamma 3 nail fracture, 200mm. Postoperative pain. Revision surgery on (B)(6) 2025."

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.